Event description:
It was reported that device entrapment occurred requiring additional intervention. The target lesion was located in the mid left anterior descending artery (lad). A 190cm, straight-tip samurai guidewire was advanced for treatment, however, when the physician tried to insert the wire, it failed to cross and stuck in the lesion. A boston scientific fighter wire was inserted and twisted with the samurai. The wires were removed together, and it was noted that the samurai wire was kinked. The procedure was completed with a different device. No patient complications were reported, and the patient was stable.